Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for failure analysis evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted low anterior resection procedure, it was observed that a piece of the insulation on the fenestrated bipolar forceps instrument was missing. While there was no report of any patient harm, adverse outcome or injury, the site is uncertain if the patient retained the missing instrument piece.

Event description:
It was reported that during a da vinci assisted low anterior resection procedure (lar), a piece of the insulation on the fenestrated bipolar forceps instrument was found to be broken and missing. On (B)(6), 2015, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) who initially reported this complaint. According to the csr, the patient underwent the planned surgical procedure due to diverticulitis. The csr indicated that the surgeon was performing dissection using the fenestrated bipolar instrument to take down tough adhesions on the patient's sigmoid side wall and observed that the instrument stopped working. Inspection of the instrument found that a piece of the ultem was missing from the instrument; however, the surgeon and surgical staff did not observe that the missing fragment fell into the patient. The csr indicated that the site is unsure if the instrument was broken prior to use or if it broke intra-operatively. The site is uncertain if the patient has retained the broken instrument piece. According to the csr, it is unknown if the site inspected the instrument prior to use. There was no harm to the patient and the planned surgical procedure was completed with a replacement fenestrated bipolar forceps instrument.

Manufacturer narrative:
On 02/25/2016, intuitive surgical, inc. (Isi) received uf/importer report (B)(4) from the FDA with the following event description: xi da vinci fenestrated bipolar missing 1mm x 1mm x 3 mm plastic piece of insulation on tip of the instrument-unknown if lost in patient or before inserted in patient. In this case there were no visible pieces of the plastic covering seen in the patient. The missing portion was noted after it was removed since the jaws of the instrument small size however, it could not be determined if it was removed throughout the course of normal irrigation and suctioning during the surgery. On 03/10/2016 isi contacted the hospital's risk manager regarding the reported event. According to the risk manager, there was no direct impact to the patient due to the instrument fragment falling into the patient and the patient has not returned to the hospital due to retaining any foreign object from the reported fenestrated bipolar forceps instrument.